Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-12 h6: investigation summary one open 32g x 4mm pen needle sample along with a fragment of cannula attached to a piece of paper and three photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned sample and photos and a broken non patient end was observed. A functionality test was also carried out and no issues were observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro needles were difficult to operate and the cannula broke off. The following information was provided by the initial reporter : the customer confirmed that the needle npe was broken and the patient did not notice that the broken needle was trapped in the rubber part of the pen, stating that the patient could not attach the pen needle to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 2 bd pen ndl 32g 4mm pro needles were difficult to operate and the cannula broke off. The following information was provided by the initial reporter : the customer confirmed that the needle npe was broken and the patient did not notice that the broken needle was trapped in the rubber part of the pen, stating that the patient could not attach the pen needle to the pen.